Event description:
It was reported that the patient¿s lead was not implanted in the right location. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.